Manufacturer narrative:
(B)(4).

Event description:
It was reported that the battery was at end-of-service (eos). It was however stated that, the battery voltage was at 2.94v and should therefore not have triggered eos. The depletion was reportedly premature. Impedance checks ¿proved to be fine¿. An impedance of 400 ohms was noted. However, additional follow up indicated there was a short circuit on electrode pair 1, 3. The patient had been programmed to 3.7v, 60 ¿s and 160 hz on 2 electrodes. Per longevity calculations, the implantable neurostimulator (ins) should have lasted 4 years. The patient had not been receiving effective therapy. The ins was consequently replaced. The impedance issue was not resolved with the replacement of the ins.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_ext, serial# unknown, product type extension. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis of the implantable neurostimulator (ins) found no significant anomalies. The ins was at end-of-service (eos) when received for analysis. It passed functional testing after the eos bit was reset. A longevity estimate indicated 18.68 months to eri and 21.68 months to eos based on the reported settings and stated impedance; however, it was reported that after the ins replacement there was still a short in the extension/lead system across the #1 and #3 electrodes. According to the initial review of the ins these were the active electrodes being used. A short across the active electrodes would pull down the battery and cause the eri and eos bits to get set. Once the eos bit is set, the output is disabled. This removes the drain on the battery and therefore it recovers which is why it was at 2.94 volts after the eos bit was set. If there had been an internal short across the battery, it would not have recovered after the eos bit was set. According to the trace report taken from the ins, the battery depleted to eri in 1.1 months and to eos in 1.4 months. This would be considered normal depletion for an ins that has a short across the output.